Manufacturer narrative:
Gtin: unk. Upon completion of the investigation, a follow up report will be filed.

Event description:
Could you please open one for patient with a medstream pump that overinfused baclofen to the patient causing overdose symptoms seven days after her refill.